Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient underwent a liver transplant with implantation of a cook-swartz doppler probe. The physician indicated having difficulty removing the probe from the doppler cuff. The physician stated that the wire frayed and broke mid-length during the removal process. The patient underwent an additional procedure to explant the broken section of the device. The physician opines that the wire is too long and wraps around bowel, getting caught and causing wire to break/ snap.

Manufacturer narrative:
Investigation/evaluation: the device was not returned; therefore, a physical investigation could not be performed for this complaint device. Complaint was confirmed via customer testimony and review of trends. Complaint is a known failure mode and will be monitored through the cook inc. Complaint system. DHR review was unable to be performed as the lot number of the involved device is unknown. The root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided and the device was not returned for a physical evaluation.